Event description:
On (B)(6) 2010, product explanted, due to inappropriate therapy, due to t-wave oversensing. (B)(6), md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).